Event description:
Rapid response code called for this pt. The 12 lead diagnostic EKG machine requested by physician was hooked up to the pt, but the technical partner was unable to obtain and EKG because the EKG machine had "memory was full" message displayed. The EKG machine would not display the waveform even after the cardiologist attempted to resolve the issue by power cycling the EKG machine. This caused a delay in the rapid response code. Cardiologist was finally able to get a waveform strip from central wireless monitoring system.